Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, a supply bag became disconnected from the supply line of the homechoice set during therapy for an unk reason. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.